Manufacturer narrative:
The facility did not request service. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The cassette has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a retinal procedure for a detachment, bss (balanced salt solution) started to flow from the infusion cannula instead of air in fax (fluid air exchange) mode. When the switch was attempted again, the problem did not reoccur. The case was completed with the same system without delay. There was no harm to the patient.